Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse confirmed the p00 peaks then, replaced the parts from the pm kit, replaced all the buffers, and reconstituted a new bottle of the level 1 qc (same lot). Fse was subsequently able to run calibration, precision, and qc without errors. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 29apr2017 through aware date 29may2018. There were no similar complaints identified during the search period. A 13 month lot-serial number specific history review and service history review for similar complaints were performed for the lot 7085 from 29apr2017 through aware date 29may2018. There were no similar complaints identified during the search period. The hemoglobin a1c st aia-pack hba1c package insert states the following: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that aia-pack hba1c control set be assayed daily. The minimum recommendations for the frequency of running control material are: after calibration, controls are run in order to confirm the calibration curve. Controls should be run if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, controls should be run in order to verify the overall performance of the tosoh aia system analyzer. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event is due to bad level 1 qc.

Event description:
It was reported that the customer received a p00 peak on level I quality control (qc) with the g8 analyzer. The customer attempted to run the same control on another analyzer and did not receive a p00 peak. The customer reported that they were using tosoh controls lot 7081 made on 07may2018. The current column count (cc) was 850 and retention times (rt's) were 0.60. The last calibration was on 28may2018 and flow rate (fr) was set to 1.15. Technical support instructed the customer to change fr to 1.17 and recalibrate. The device was down and not able to report patient results. The customer called back to report that they were still experiencing the same issue. Inspection of the device revealed there was a leak in the filter. The customer corrected the leak and installed a new column, but the issue persisted. The sa1c rt was 0.60 on both analyzers. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.